Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states the display did not return. Customer stated that the insulin pump had no delivery alarm and motor error alarm. Customer states display was blank currently. Customer states the contacts on the battery cap was not missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. Insulin pump will be returned for analysis.